Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that she recently had her battery replaced on (B)(6) 2015. The battery was close to end-of-service and there was no allegation of abnormal battery depletion. At the replacement surgery, the health care professional (hcp) determined that the leads were dead or not working and the hcp had to "put several new leads" on (B)(6) 2015. The patient did not know much about it. She did not talk to the hcp yet and was kind of loopy. The patient was in bad shape on (B)(6) 2015 when she left. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or cause was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.